Manufacturer narrative:
There were 2 limelight handpieces at time of treatment, it is unk which limelight handpiece was used to perform the treatment. Both limelight handpieces evaluated, 1 limelight handpiece found to be out of specification. Returned to cutera (B)(6) 2011. Date of eval: (B)(6) 2011 conclusion: hand piece is out of specification for cutera qa and field specifications as well as FDA limits. Cause was due to multiple slow, small water leaks. Water, contaminated by the corroded material, leaked into the main / safe detector filter stack as well as the detectors themselves. Leaks were slow enough not to have drawn users attention. Corroded material coated the detectors and filters as the water dried leaving the corroded material. Corroded material acted to block light from reaching the detectors, tricking them into commanding more light. Recommendations / action items: after a suitable holding period, the hand piece reflector bodies and blocks, detector filter stack, and detector board should be scrapped. As part of on-going improvements in software, limelight code is being altered to allow the system to track the lamp energy needed to reach an output setting. If the lamp energy reaches a certain point, the system will produce an error code warning. This software feature is currently in testing. Cutera was not aware that the handpiece was operating out of specification until (B)(6) 2011 when the limelight handpiece was evaluated by cutera qa engineer.

Event description:
Limelight treatment to hand that developed blisters. Limelight handpiece operating outside of specification.